Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm or motor error alarm noted. Insulin pump had a minor scratch on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 467 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could rewind the insulin pump. The customer believed that her high blood glucose levels, over 500 mg/dl in the morning, were related to the stress of having her tooth pulled the day prior and also believed that the insulin pump may not have been functioning appropriately. Customer thought she may have run out of insulin in the device. She stated that she did bolus with the insulin pump and was still over 500 mg/dl; she had to take a manual injection. The customer complained of feeling yucky, weak, heavy when walking, tensed throat, and urination. She did not require medical assistance for her condition. Upon troubleshooting, it was found that the manual prime performed correctly. Assisted correcting time, date. Advised discontinuation of the insulin pump. Nothing further reported.